Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user, participating in a clinical study, reported hypoglycemia with a bg level of 42 mg/dl following a meal announcement. The user received ilet alarms and treated the low using glucagon injection and juice. The user reported no symptoms, remained coherent throughout, and did not require hospitalization. No long-term health effects were reported.